Event description:
The customer reported a cartridge alarm 20 issue. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The customer successfully loaded a cartridge and resumed insulin therapy without further problems, resolving the issue.